Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests. Instrument recognition and engagement passed. Instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly. The complaint was not confirmed. Engineering also observed the main tube has a 2.5" long section with light material removed . Damaged are is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. There are also a couple of deep scratches directly above the proximal clevis with material removed. Scratches are not parallel to tube axis and were likely caused by instrument collisions. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that a pk dissecting forceps instrument did not work properly. There was no impact to the patient when the failure occurred. No additional information was provided. No patient harm, adverse outcome or injury was reported.